Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "error 2" message with a one touch ultra meter. The pt tests his blood glucose twice a day. During the time of concern, the pt was taking metformin twice a day. The pt indicated that the alleged issue started on an unspecified date/time a few weeks prior to contacting lfs on (B) (6) 2010. For about a 2 week period, the pt claimed that he could not test his blood glucose because of the alleged "error 2" issue. During that time, the pt continued to take his metformin medication as prescribed. He did not modify his diet in any way during that time also. However, the pt admitted that before the alleged issue began, he already had symptoms of frequent urination and thirstiness. He also mentioned that his blood glucose levels were around "200 mg/dl" and in the low "300's before the alleged issue began. On (B) (6) 2010, at an unspecified time, the pt claimed that his friend found him on the floor, shaking and passed out. The pt's friend did not provide any treatment but called the paramedics. The pt claimed that the paramedics checked his blood glucose with an unidentified device and got a result of "over 1000". The paramedics took the pt to a hosp where he stayed for 2.5 days. The pt stated that the hosp also checked his blood glucose and got a blood glucose result of "over 1000". The pt was treated with insulin therapy. After being discharged from the hosp, the pt was reportedly started on an insulin regimen. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he passed out, was hospitalized, and treated with insulin after the alleged "error 2" issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.